Manufacturer narrative:
This follow up report is being submitted to update results from the legal manufacturer investigation and device evaluation notes. The following sections were updated: h2, h10 this supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of power switch failure was confirmed. A worn-out scope socket slider switch was causing intermittent use of high intensity mode. In addition, a non-olympus lamp was over 500 hours and the light output was below specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source power switch is stuck in and is unable to be pushed. The unit must be unplugged before it shuts off. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.